Event description:
Micropuncture was used for right femoral venous access. During access, the micropuncture wire became stuck and was removed from patient. Toward end of case, it was found that part of the micropuncture wire was still inside patient. Vascular was consulted and patient was moved to recovery.